Event description:
The customer reported the beam width was outside specs. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and performed a beam alignment. The system operates as intended. This malfunction may have resulted in a possible accidental radiation occurrence.